Event description:
It was reported that, while we were broaching for the baseplate, the top of the broach broke off."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.